Manufacturer narrative:
The insulin pump had intermittent buttons due to corroded keypad traces. No button error alarms noted. No display ramping on its own anomaly noted. No traces of moisture were noted at the electronic or motor assemblies during visual inspection. The device passed the rewind, basic occlusion test, prime test, excessive no delivery test, and displacement test. The insulin pump had a cracked case at the lcd window corners, cracked reservoir tube, and scratched lcd window. Note: this is a remediation MDR. Medtronic (B)(4) implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic (B)(4) conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a motor error alarm. The blood glucose at the time of the incident was 217 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.